Manufacturer narrative:
Device evaluation: device evaluation is in process. Evaluation conclusions: all subsequent investigation results will be submitted to the FDA in f/u MDR reports and in accordance with statutory product retrieval reporting requirements. Per direction from rep of the district office in 2009, reports are being submitted for each product code. Additional lot #'s, exp dates and MFR dates: f635075, 09/15/2011, 09/2008; f661562, 12/30/2011, 12/2008.

Event description:
This is to inform FDA that merit medical systems, inc is voluntarily recalling all prelude short sheath (pss) introducers manufactured by merit medical systems, inc. The sidearm tubing may detach from the sheath during use. If this failure occurs, it may result in excessive pt blood loss and/or risk of blood-borne pathogen exposure to those in the surrounding area. Merit has not been informed of any pt injuries; the failure rate was identified through internal production inspection at a rate of approximately 1%.